Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a blank display and a failed battery test from the insulin pump. The customer's blood glucose level is unknown. The customer stated that the test failed on the battery and the screen goes blank. The customer was advised to insert new aaa alkaline batteries. The customer was advised that if the display did not return, to revert to a backup plan per health care provider's instructions until the replacement battery cap arrives. The customer was advised to clear out the failed battery test before inserting a new battery.